Event description:
It was reported that the device remained turned on following the 3 am self test and failed to power off, the batteries were removed and reinserted and the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio reseated the power/system cable connections and observed proper device operation though functional and performance testing. The device was returned to the customer for use.